Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after announcing a usual lunch meal but not consuming all of the food, with glucose trending down from 95 mg/dl to 52 mg/dl before recovery to 95 mg/dl with an upward trend. Symptoms included sweating consistent with hypoglycemia. Outcomes included a transient low glucose outside the target range for approximately one hour without medical intervention or hospitalization. Investigation included customer counseling on meal announcement practices and troubleshooting education. Investigation of this case revealed user-related dosing inaccuracy due to announcing a larger meal than was actually consumed, which contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size announcement.